Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. One 8 fr angio-seal vip device was returned to terumo medical corporation. The returned device was fully mated in rear lock position. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was used for hemostasis after the percutaneous coronary intervention (pci) through a right femoral artery puncture. The hemostasis procedure proceeded as usual, but when the device/sheath assembly was withdrawn after positioning, the anchor did not come out of the insertion sheath, and the device/sheath assembly was withdrawn together, resulting in hemostasis failure. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The estimated blood loss was less then 250cc. There were no other devices or equipment used with the reported product. The physician stated that the hemostasis procedure proceeded as usual, however, there was no sensation that the anchor was caught against the vessel wall, and the device/sheath assembly came out. Upon inspection of the device, it was found that the anchor was not exposed from the insertion sheath.

Manufacturer narrative:
. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.